Event description:
It was reported that the patient underwent a surgical procedure involving a sling device in which a new artificial urinary sphincter (aus) was implanted due to unspecified reasons. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.